Event description:
A malfunction alarm was reported, causing the customer's blood glucose level to rise to 575 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue returns. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.